Event description:
It was reported that the patient underwent a procedure to extend a previous posterior fusion construct to l5, s1, s1. At 3 weeks post-op the patient complained of pain. The surgeon found that the rod connectors from both sides were released from the rod due to a backed out setscrew. The patient underwent a revision surgery to replace the setscrew and add rod connectors.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.